Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was over 400 mg/dl. The customer¿s current blood glucose value was 279 mg/dl. The customer also mentioned other blood glucose values such as 108 mg/dl, and in the range of 196 mg/dl, 64 mg/dl, 118 mg/dl. The customer treated high blood glucose with bolus and low blood glucose with chocolate milk. The drive support cap was sticking out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor alarm anomalies noted. The drive support disk was inspected and no anomaly noted.(B)(4).